Event description:
It was reported that shortly after implant on the same day, the lead exhibited a loss of sensing and exit block, and was found to have dislodged. The lead was repositioned, but r wave sensing values were still small. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic cut, blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.